Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: after several uses he noticed the l-hook had a cut approximately four inches above the tip. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be the probe was used with a breach in the insulation, power set too high, or user misuse or overuse. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that there was cut above the device tip resulting in a burn to patient liver and bleeding. The procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: after several uses he noticed the l-hook had a cut approximately four inches above the tip the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the probe was used with a breach in the insulation, power set too high, or user misuse or overuse. Mfg date: manufacture date is not known. Gtin: (B)(4).

Event description:
It was reported that there was cut above the device tip resulting in a burn to patient liver and bleeding. The procedure was completed successfully.